Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1009 ((vent-inop): pressure regulation high). The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1009 ((vent-inop): pressure regulation high). It was reported that the device had failed the preventative maintenance, and a data acquisition board replacement was required. Onsite service was requested. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation it was found that this report was inadvertently submitted and is a duplicate of MFR report number 2518422-2024-17609.